Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, d9, g3, h2, h3, h6 reported event was confirmed by review of radiographs and sample evaluation. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Inspection of item found damages; deformations, nicks, heavy scratches, gouges and missing sections of the porous coating. Radiographs indicate that there is normal appearance of reverse shoulder arthroplasty, anatomically aligned without hardware fracture or obvious bone abnormality. One of the images demonstrates separation of the glenosphere from the base plate of the glenoid, located likely at the level of the proximal humerus, at the expected location of the humeral head. Further the images demonstrate implant disassembly with separation of the glenosphere from the base plate of the glenoid, dislocated and superimposed on the humeral head. Bone quality was deemed normal, with no signs of loosening, wear, radiolucency, or contributing factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product code: phx. Concomitant medical devices: 110031418 36mm brng std 64653419; 110031405 hmrl tray 64607897; 115310 comp rvrs shldr glnsp 141400; 118000 taper adaptor 559650; 405800 rev shldr 9in steinmann 270200. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02148, 0001825034 - 2021 - 02150, 0001822565 - 2021 - 02014.

Event description:
It was reported that patient with a reverse shoulder dislodged her glenosphere approximately four months later and opted to wait six months for a revision despite surgeon's request to revise sooner. Glenosphere at point of dislocation created extreme poly wear and caused significant wear to the mini baseplate and warping of the mini baseplate. Attempts have been made and no further information has been provided.